Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the wireless foot switch of the powered laser surgical instrument failed to pair for a procedure. The issue occurred during preparation for use for a therapeutic procedure. There were no reports of patient harm.

Event description:
The intended laser lithotripsy and ureteral stent placement procedure was completed with the same device with a five minute delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation additional information: b5, d10, h4, h6, h11 during troubleshooting with olympus technical assistance center (tac), the customer reported that they had a wired foot switch to use. They changed the batteries on the wireless foot switch but was unsure if it paired after the battery change. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. This report is related to MFR 00418 (2/2).